Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The user received sensor replacement alert was triggered on (B)(6) 2024, day 20 after insertion. The sensor was therefore replaced and returned for investigation. The sensor was returned dry and visual inspection of the returned sensor showed the hydrogel was translucent. The translucent hydrogel is likely due to improper storage of the sensor during transit to senseonics post-explant. Functional testing of the returned sensor was inclusive due to the hydrogel compromised by improper storage. The user provided diagnostic upload (du) showed that the it was a false sensor replacement alert due to an issue during the linking process at insertion where the user unintentionally initiates a re-link. Per the case notes, the user was instructed to re-link the sensor but reported that the sensor replacement alert reappeared after attempting to relink the sensor. The alert history could not confirm that the re-link attempt and it is likely that the relink was not successfully complete. The user was offered a sensor replacement as a resolution. B4. Date of this report 27 july 2025. G3. Date received by the manufacturer? 27 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3213. H6. Investigation conclusions updated to 58.